Event description:
Infant patient had a versed drip infusing using the bag to syringe closed system. When the nurse went to refill the syringe, the plunger had detached from the syringe. There was no harm to the patient, but it did require a new setup.